Event description:
It was reported that during implant attempt, there was high threshold, high impedance, and difficulty manipulating the lead under the clavicle. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched, the distal conductor was distorted, the inner insulation was kinked/buckled and there was blood in/on the helix/lobe mechanism; the analyst noted that the lead had been stretched causing the inner tubing to buckle, which prevented proper torque transfer when turning the is-1 pin. The lead was received with the helix fully retracted, and when retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector; full lead returned and analyzed.